Manufacturer narrative:
The t:slim x2 g5 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Blood glucose (bg) was 75 mg/dl for this event. Additionally, the customer reported a bg of 45 mg/dl after a lunch and dinner bolus. Bg was addressed with glucose tabs. Reportedly, the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) level could not be confirmed. Cgm alert 2 annunciated (cgm glucose reading below threshold) at 1:11pm and 5:42pm. User made back to back bolus requests while still having insulin on board. There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure to cause a low bg level.